Event description:
It was reported that, "the proximal segment of the balloon remains unexpanded". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon remains unexpanded" is confirmed based on the customer provided photo and video with the complaint report. In the photo and video, the iabc bladder was noted to be not fully inflating near the iabc distal tip. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specification were not met during the complaint investigation due to the bladder not fully inflating. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "the proximal segment of the balloon remains unexpanded". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.